Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoro was not displaying on flex vision monitor. Review of the system log file showed that a 24v power banks was dead on the b-cabinet power supply. The fse replaced the 24v power banks. After replacement 24v power banks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that live fluoro was not displaying on flexvision monitor. The device was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and noticed that the 24v power banks was dead on the b-cabinet power supply. The fse replaced the parts and system returned to full functionality. Philips has continue to investigate of the complaint.